Event description:
The technician alleged that the brakes will set but swivel if the stretcher is pushed. No patient impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.